Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while treating the right superior pulmonary vein (rspv), there was evidence of phrenic nerve palsy (pnp). No additional therapy was delivered and after waiting thirty minutes the procedure was aborted and the patient was under general anesthesia. The pnp was reported to have recovered with no permanent impairment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.